Event description:
It was reported that during preventive maintenance (pm), the device was found to have the ECG port obstructed by what appears to be part of an ECG leads connector. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Upon completion of the part analysis by the manufacturer, it was concluded the damage is consistent with user error.